Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that and infusor lv1.5 experienced an overinfusion. This occurred during patient infusion. The reporter stated that the expected infusion time of the device was 4 days; however, the device had infused all the solution after 48-72 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.